Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized one day after the event onset. The event was manifested by abdominal pain and cloudy pd fluid. The cause of the peritonitis was unknown. On the same day as hospitalization, the patient began treatment with tuzz (1 gram, once a day, intraperitoneally) and vancomycin (500mg, stat and repeat every four days, intraperitoneally) for peritonitis. Hospitalization and treatment with tuzz and vancomycin and pd therapy were ongoing at the time of report. The patient was recovering from the event. Additional information is not available.